Manufacturer narrative:
(B)(4). Respiratory distress and thrombosis are listed as potential adverse effects in the xience v instructions for use. Although, a conclusive cause for the reported pt effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. It was reported that the lesion site was direct stented. Therefore, it should be noted that the product IFU states: "pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel / lesion to be treated."

Event description:
Device issue: none. Adverse event: thrombosis. Onset of adverse event: 18 days post stent implant. It was reported that on (B)(6)2010, direct stenting of the left anterior descending artery was successfully performed using a 3.0 x 28 xience v stent system. Reportedly, on (B)(6)2010, the pt stopped taking anti-thrombotic medications. On (B)(6)2010, st elevations were detected and the pt experienced chest pain. Angiogram confirmed in-stent thrombosis. The thrombosis was aspirated and dilatation was performed. A 2.75 x 15mm xience v was implanted distal to the 3.0 x 28 xience v. The pt was temporarily placed on an intra-aortic balloon pump. The pt remains hospitalized for scheduled stomach surgery and is not taking anti-thrombolytic medication. There was no adverse pt sequela. No additional info was provided.